Manufacturer narrative:
This report contains additional information in section b2 outcomes attrib to adv event, b5 describe event or problem, h2 if follow-up, what type and h6 impact codes and h65 device codes.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing leading to multiple episodes of anti-tachycardia pacing (atp) and inappropriate shocks. It was further noted that the patient had a syncopal event with pro-arrhythmia and the shock was terminated. This right ventricular (rv) lead shock impedances also jumped from 110 ohms to 123 ohms, however they were high but within the normal range. Technical services (ts) reviewed and stated to have the lead revised and recommended programming options. Defibrillation threshold (dft) testing was performed as part of troubleshooting option. This rv lead currently remains in service. No additional patient adverse effects were reported. Additional information received indicated the device also exhibited undersensing. This rv lead was surgically abandoned as the helix was not fully extracted. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing leading to multiple episodes of anti-tachycardia pacing (atp) and inappropriate shocks. It was further noted that the patient had a syncopal event with pro-arrhythmia and the shock was terminated. This right ventricular (rv) lead shock impedances also jumped from 110 ohms to 123 ohms, however they were high but within the normal range. Technical services (ts) reviewed and stated to have the lead revised and recommended programming options. Defibrillation threshold (dft) testing was performed as part of troubleshooting option. This rv lead currently remains in service. No additional patient adverse effects were reported.